Event description:
An ophthalmic surgeon reported that a patient experienced rainbow glare in her right eye and presented some residual myopic astigmatism after a lasik treatment. A second treatment was required six months after the initial lasik procedure. The right eye flap was lifted and a toric excimer correction was delivered on its stromal side. Visual symptoms related to the rainbow glare disappeared immediately after the completion of the procedure and did not reoccur. Uncorrected visual acuity improved. This report is from the article ¿journal of refractive surgery vol31 n°6, 2015.¿

Manufacturer narrative:
Additional information: evaluation summary: samples were not returned for evaluation. No product serial number (sn) and day of treatment was available, therefore no review of the log file and the system history (technical service on site) could be performed. The device history records (DHR) for the device was not reviewed, because no sn is available. The root cause could not be determined conclusively.

Event description:
Literature reference: gatinel d., saad a., guilbert e., rouger h. Simultaneous correction of unilateral rainbow glare and residual astigmatism by underface flap photoablation after femtosecond laser-assisted lasik. J refract surg. 2015;31(6):406-410 several attempts have been made to obtain additional information, with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.